Event description:
It was reported that a defect was discovered during pre-delivery inspection for cardiosave intra-aortic balloon pump (iabp). During a pre-delivery operation check, the all manifold test failed (leak diff -11). There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11. Corrected field : d5 , g2. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the safety disk (d202-00-0140) was defective and was replaced. The unit passed all functional and safety tests then returned unit back to customer. The failure analysis and testing dept received part number 0202 00 0140 with a reported unit failure of a failed all manifold test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the safety disk in the cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070 00 0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002 07 d008 rev av.

Event description:
N/a.